Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. It cannot be determined whether the event was related to device performance, or patient condition.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed impedance measurements greater than 2000 ohms. Six months earlier impedance measurements were 643 ohms. All other lead measurements appeared to be within normal limits. The lead remained implanted and carefully monitored. Additional information was received (B)(6) 2011, that a lead revision was performed for high impedance measurements and high threshold measurements. Upon checking the lead through the pacing system analyzer (psa), the lead performed normally. A loose connection was suspected between the lv lead and the device. The device was explanted and a new device was successfully implanted.